Manufacturer narrative:
This event cannot be confirmed or not confirmed for lead revision through product analysis testing alone. As received, visual inspection and resistance testing showed the returned lead sn# (B)(6) passed the functional test. The cause of the reported event remains unknown.

Event description:
It was reported that the patient's leads were fractured. Surgical intervention was undertaken, and the leads were explanted and replaced.

Manufacturer narrative:
B3: event date is estimated.